Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that and occlusion alarm occurred. Additionally, no drips of insulin were observed exiting the end of the infusion set tubing during the load process. Customer's blood glucose ranged between 300-400mg/dl. Reportedly, the customer uses apidra insulin within the cartridge. Tandem technical support educated customer on cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the event.